Event description:
The philips field service engineer reported that after an upgrade, the device failed general operational check and displayed battery clock error message.

Manufacturer narrative:
Pr#: (B)(4).